Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the pvc tubing was of poor quality, and became weak on warm crystalloid priming. The venous line had to be manually splinted due to kinks and collapse. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not result in delay of surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device. The complaint will be included in associate's awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).